Event description:
It was reported to a physio-control service representative that during preventive maintenance the third-party service agent had observed that the customer's device would not recognize the paddles (defibrillation electrodes) when the therapy cable was plugged into the device's therapy connector. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the device's therapy connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.